Event description:
It was reported that cassette caused device to present a no disposable alarm. The issue also presented on alternate pump. The event was unable to be resolved. No patient injury was reported.

Manufacturer narrative:
Lot number is unknown. No information provided to date. Operator of device: is unknown. No information provided to date. No lot number was provided; therefore, device history record review could not be performed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.